Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. Use afer damage. Per the instructions for use: do not use the perclose proglide device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. Evaluation summary: the device was returned for evaluation. The reported oozing visible from the puncture site (failure to achieve hemostasis) could not be replicated in a testing environment thus could not be confirmed. The reported resistance was met while advancing the plunger was not confirmed. The reported knot appeared different from the usual was not confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported knot appeared different from the usual; however, the resistance met while advancing the plunger, the failure to achieve hemostasis and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information was received that indicated: after the package was opened and the proglide device was removed from the package the knot appeared different from the usual. The proglide device continued to be used. Resistance was met while advancing the plunger. A second proglide device was used to achieve hemostasis.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, after the knot of the suture had been advanced to the artery wall, oozing was visible from the puncture site. A second proglide device was used to achieve complete hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.